Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger (rtm) antenna cord got so hot that the pt could feel the heat inside the controller. Pt said event date was about a month ago. Pt said the rtm cord made the implanted neurostimulator (ins) so hot and the pt had redness on their back from the hot rtm. Pt said a red imprint was left on their back from the paddle and their back around their ins was "so hot." Pt mentioned it took forever to charge their ins. Pt spoke to manufacturer representative (rep) about the issue about a week and a half ago via voicemail; rep called the pt back and redirected them to patient services (ps). Pt said they got replacement external equipment in the past. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type: recharger. H3: analysis found no anomalies were visually observed. Found no issues with rtm charging the ins. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they do not have any additional information. The patient never mentioned any burns, only that they were having trouble charging. Rep was in a procedure and the call was very brief. Rep referred the patient to patient services (pss).